Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported: "surgeon has raised an issue with 3x femoral nails needing to be revised recently because they have broken". This pi for the patient that was revised at 6 months. Other (B)(6) for t2 nail and (B)(6) gamma4.